Manufacturer narrative:
An investigation has been initiated. Waiting for the return of the samples for evaluation.

Event description:
Prior to the start of dialysis the dressing was opened and the catheter suture wing was found broken.

Manufacturer narrative:
The supplier opened an internal CAPA to perform an in-depth investigation. The evaluation of the returned samples and retained samples indicated that the material was exposed to excessive heat. Root cause: temperature fluctuation on the boy molding machine contributed to the reported failure. Corrective action plan: the suture wing will no longer manufactured on the boy molding machine. All manufacturing will be performed on the toyo machine. Preventative action plan: update to the inspection and workmanship standard to provide instructions for additional visual and functional inspection methods.